Event description:
A 42 yr old white female g2p2 status post right subglandular inframammary 325cc heyer schulte gels for augmentation 3/12/81. Complains of right pain, arthralgias, myalgias, paresthesias, sleep disturbances, headaches, neurocognitive problems, rashes, shortness of breath, and gastrointestinal and genitourinary problems. Otherwise healthy.